Event description:
The customer reported that during use, the doctor's finger was burned. The patient was also burned. This occurred with an electrosurgical pencil whose manufacturer was unknown and it was not saved by the site. There were no specific details on the burns beyond the fact that some hairs were singed and surgeon got a blister. The covidien generator was checked out by the site and they found no fault.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.